Event description:
It was reported that the user experienced hypoglycemia with a lowest reported glucose of 43 per fingerstick-linked system and used nasal glucagon and oral glucose, after which emergency medical services arrived and the continuous glucose monitor displayed an in-range value of 83; there were no meal announcements in the preceding hours and the user was unsure about any external insulin dosing. Symptoms included low blood glucose. Outcomes included the need for urgent intervention to prevent temporary impairment. Investigation included complaint handling, user interview, and assessment of available device and clinical data. Investigation of this case revealed no confirmed device malfunction and an undetermined precipitating factor for the hypoglycemic event. It was concluded that the event was user-experienced hypoglycemia with cause unclear and without evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.